Event description:
It was reported by a physician that during an unknown procedure on an unknown date, while using a coolseal reveal, the physician had observed that fluid in the area of the jaws would get hot and around the area of incision, the physician observed some skin burns. It is unknown on how many patients, dates and procedures in which this has happened as the physician did not specify. The physician reported that electrolube was used to prevent from sticking. No reports of additional interventions or injuries. No other information available.

Manufacturer narrative:
H6: component code: appropriate component term/code not available : suggested code: electrosurgical cutter. Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
On february 26th 2026, on a follow up with the physician, additional information was received that the physician uses electrolube since many years ago. The physician reported that burns are not rare and not always with lube. Physician could not provide a number of events and reported that ¨it is what happens with energy devices and small incisions. No other information was received.